Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and rewind anomaly. Customer's blood glucose at time of incident was unknown. The customer stated pump broken at reservoir connection. The customer stated it misses the plastic guard and the o-rings and noisy piston during rewind.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No rewind or unexpected motor noise anomalies during rewind were noted. No physical damage to retainer ring or reservoir tube o-ring noted. The insulin pump was received with minor scratched lcd window and scratched case.